Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant products: 6945-65 lead, implanted: (B)(6) 2001; boston scientific lead, implanted: (B)(6) 2001. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was explanted and replaced due to high impedance. No patient complications have been reported as a result of this event.